Event description:
Xpedite ¿ title of clinical investigation: xpedite: paclitaxel-coated peripheral stents used in the treatment of femoropopliteal stenoses. This international, multicenter, prospective, randomized controlled clinical study will compare the performance of (B)(4) investigational paclitaxel coatings to the paclitaxel coating on the commercially available zilver® ptx® drug-eluting peripheral stent (zilver ptx stent) in the treatment of symptomatic vascular disease of the above-the-knee femoropopliteal artery. A total of (B)(4) paclitaxel-eluting stents were placed in (B)(4) lesions during the study. This complaint will conservatively capture events occurring in germany as the report does not differentiate the events per region patient (B)(6), 1722 days post procedure. Vascular - occlusion/restenosis requiring intervention. Study side concluded not device related, non-procedure related. Sponsor-adjudicated concluded possible device related non-procedure related patient (B)(6), 1757 days post procedure. Vascular - occlusion/restenosis requiring intervention. Percutaneous - bare balloon/drug-eluting balloon. Study side concluded not device related, non-procedure related. Sponsor-adjudicated concluded possible device related non-procedure related patient (B)(6), 533 days post procedure. Vascular - occlusion/restenosis requiring intervention. Required percutaneous - drug-eluting balloon. Study side concluded probably device related, non-procedure related. Sponsor-adjudicated concluded device related non-procedure related. Occlusion/restenosis requiring intervention. Total number of patients = (B)(4). Male = (B)(4). Mean age = 68.2 yrs.

Manufacturer narrative:
PMA/510(k)#: p100022/s027. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. The file was created from the pmcf study, "xpedite: paclitaxel-coated peripheral stents used in the treatment of femoropopliteal stenoses". This complaint is related to the following files which also originated from the pmcf study. (B)(6), (B)(4): 03 cases of occlusion/restenosis. (B)(6), (B)(4): 01 case of ektasia. Manufacturing records: prior to distribution, all zilver ptx 35 drug-eluting stent devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: it should be noted that the instructions for use (ifu0117) lists occlusion and restenosis of the stented artery as potential adverse events. There is no evidence to suggest the user did not follow the IFU or label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients preexisting conditions which included coronary artery disease, myocardial infarction and hyperlipidemia. It is also known that the patient had hypertension which is a known predictor of restenosis. As previously noted, restenosis of a stented artery and occlusion are listed as known potential adverse events within the IFU and are common adverse events of endovascular procedures that can be caused by obstruction to the vessel. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the information reported, there was 3 cases of occlusion and restenosis. Confirmed quantity of 3 devices, confirmed used. The patients would have required intervention or additional procedures according to our medical advisor. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients preexisting conditions which included coronary artery disease, myocardial infarction and hyperlipidemia. It is also known that the patient had hypertension which is a known predictor of restenosis. As previously noted, restenosis of a stented artery and occlusion are listed as known potential adverse events within the IFU and are common adverse events of endovascular procedures that can be caused by obstruction to the vessel.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-apr-25.